Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the pt called on (B)(6), 2012, to state that she is not hearing anything with her right-side device, when she turns her head all the way to the left she hears what sounds like radio static but when she looks straight ahead she hears nothing. She has a sinus infection and is taking steroids. Her doctor checked her out and stated that it looked like the fmt was still connected to the ossicular chain and he saw only a small amount of fluid. He requested that the pt call him if she still could not hear after the steroid treatment had run its course and to rule out the infection as the cause of the problem. Additional information received on (B)(6) 2012 stated that the pt was unable to hear on any frequency at maximum volume during testing carried out on (B)(6). At 100 db at 6 khz the pt reported that she 'felt' something that coincided to where the beeps would be stimulated. She also indicated that she could almost hear the beeping contra-laterally, similar to bone conduction testing. It would appear that the floating mass transducer is functioning but possibly uncoupled as there has been no shift in the pt's hearing loss since implantation. An x-ray or CT scan is going to be requested to check the fmt position in the middle ear.